Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display screen was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed the battery compartment was cracked and the display screen as damaged. A power loss was not observed. (B)(6).